Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the pacemaker was in backup operation. Further information was requested however was not provided.